Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, who provided complete information for a pump reset, and successfully walked the caller through the process. After the reset, the issue did not recur, and the caller was able to start their sensor session successfully.